Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during open heart surgery, when the atrial lead was connected to analyzer, there were no markers present on the atrial channel. The user was going to attempt new cables and further troubleshooting. Subsequently, a new programmer had to be used to complete the testing. The programmer remains in use. No patient complications have been reported as a result of this event.